Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he obtained high blood glucose readings on the contour plus meter. In the first instance, the customer obtained a reading of 310 mg/dl on the contour plus meter and 135 mg/dl on another meter. In another instance, the customer obtained a reading of 106 mg/dl on the contour plus meter and 60 mg/dl on another meter. The customer had symptoms of hypoglycemia such as shaking, sweating and pounding heart. The customer ate 2 biscuits and drank a glass of water, after which he recovered well. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour plus meter and contour plus test strips from lot # 9aqhd13h for evaluation. In-house testing was performed using the returned meter with returned test strips, which gave a satisfactory performance.